Manufacturer narrative:
Additional information was received that the physician does not suspect a device malfunction.

Event description:
A report was received that the patient's ipg does not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg does not hold a charge. The patient will undergo an ipg replacement procedure.